Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2018 arjohuntleigh has become aware of an event involving tempo passive floor lift and an maa4000m-xl clip sling. It was reported that during resident lifting from bed, two sling clips broke. The resident fell on the bed. There was no injury reported, but the resident was shocked.

Manufacturer narrative:
On 2018-mar-08 arjo has become aware of an event involving tempo passive floor lift and an maa4000m-xl clip sling. It was reported that during resident (male, 70 kg) lifting from bed, two clips from sling broke. The resident fell on the bed. There was no injury reported, but the resident was shocked. After the event the sling involved in the event was inspected by arjo representative. The sling was fitted with grey clips and manufactured in 2005. It was found with two clips broken in a half from top to bottom on the same side and with some stitching damaged. Tempo lift was not inspected. No device failure was reported. Tempo lifts had been withdrawn from production in 2006, so the lift was at least 11 years old, beyond the suggested life for this lifter as per its labelling. The intended useful life for this equipment was estimated by the manufacturer for 10 years. The sling involved was around 13 years old at the time of the event. The instructions for use (IFU, max81678 issue 2) clearly states that: "the expected operational life for fabric slings (...) Is approximately 2 years from date of manufacture (...)." It also states that the sling should be inspected before every use: "it is essential that the sling attachment cords, the slings, their straps and attachment clips are carefully inspected before each and every use. If the sling, cords or straps are frayed or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." The review of similar reportable events involving the tempo in last 5 years, revealed a limited number of events where it was indicated that the clip broke during resident transfer. A sling clip is the plastic part that attaches the soft fabric sling that holds a person, to the metal spreader bar frame of a patient lift. Each sling has four clips, usually partitioned as two shoulder side clips and two leg side clips. Based on analysis of previous complaints a breakage of clip which does not occur on the strap bar of the clip, comes from mechanical pressure from the outside of the clip. This type of breakage is expected to occur when a clip is pinched with a force much higher than the force it will normally receive during use. The force needed could come from a steam powered washing press, or similar, combined or followed with a sharp blow of mechanical force. Following the clip sling IFU : "mechanical pressure should be avoided- during the washing and drying procedure, e.g. Rolling or pressing, as these can damage parts vital to the safe and comfortable operation of the sling". If the caregiver follows every guideline given in the IFU, there is a very low possibility of any potentially risky situation to occur. To conclude, the system - clip sling and passive floor lift was used for patient's care and in that way contributed to the alleged event. There was a system deficiency found (clips breakage) and from that perspective the system did not meet the manufacturer's specification at the time of the event. We report this event to the competent authorities due to potential of serious injury upon reoccurrence.